Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a veterinary lap spay the light source suddenly failed completely. Procedure was converted to an open spay. Due to the switch to open procedure the case is deemed reportable. Version bb: accidentally a wrong material number was reported first, based on which the initial reporting decision was taken. The correct material number of the affected device was provided on (B)(6) 2025. It was reported that during a veterinary lap spay the light source rp100 tele pack vet x led suddenly failed completely. Procedure was converted to an open spay. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure, but an equivalent is available for human use (tp100, FDA product code gct), we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.